Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing tibial loosening.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is now reported that the patient's knee replacement has been revised.

Manufacturer narrative:
Upon receipt of part and lot identification, it was noted the components were manufactured at zimmer biomet, ponce, pr. Please reference manufacturing report number 0002648920-2016-00961 for further information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon receipt of part and lot identification, it was noted the components were manufactured at zimmer biomet, (B)(4). Please reference manufacturing report number 0002648920-2016-00961 for further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.